Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead dislodged over a year ago and was not being used. The lead was explanted during a routine device change out procedure. No patient symptoms were reported.